Manufacturer narrative:
Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Device code a0402 is being used to capture the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2024 . On (B)(6) 2024, the patient reported symptoms of nausea, vomiting and blue color urine. The physician confirmed that the balloon has burst and the balloon was removed. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.